Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As it relates to the reported event, the user failed to recognize (or ignored) statements included in the instructions for use and attached a non-olympus specific lamp to the product. Therefore, the lamp could have deteriorated faster than expected. Additionally, the user failed to attach the heat sink to the device properly (such that the user failed to align the illumination lamp with the pin of the heat sink to tighten it with bolts; failed to tighten its clamp securely, or failed to attach the heat sink properly). As it relates to the spare lamp, since 11 years or more have passed since the subject device was manufactured, it is likely the failure was caused by age deterioration due to the repeated use of the device for a long time. The instructions for use warn: "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.".

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The lam base and heatsink were observed scorched. A non-olympus lamp was found and the light output was determined to be out of specification. In addition, the spare lamp was found faulty and not functioning. Due to the use of a non-olympus lamp, the likely cause can be attributed to maintenance. The instructions for use provides the following statement: "warning: never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿

Event description:
A user facility reported to olympus that they were having problems with dim light and upon taking the device apart, the piece that holds the bulb was observed "scorched." The problem, as reported to olympus, was found during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.